Event description:
It was reported the patient developed an erosion and infection. The lead was removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The product was not returned to the manufacturer. Concomitant medical products: product ID: c154dwk, implanted: (B)(6) 2009; product ID: 694765, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.